Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of the safety mechanism did not engage is confirmed and was determined to be manufacturing related. One 18 ga powerglide pro was returned for evaluation. An initial visual observation showed use residues throughout the returned powerglide pro device. The catheter was observed to be missing from the device. The guidewire was observed to be completely advanced. While the catheter had been advanced, the safety mechanism remained at the base of the needle, leaving the needle tip exposed. A functional test of disassembling the powerglide pro to view the needle safety mechanism revealed slight resistance when attempting to slide the safety down the needle shaft. The safety advanced and the needle shaft was subsequently observed under the microscope. A microscopic observation revealed excessive adhesive along the needle shaft where the needle safety mechanism sits before use of the device. A uv light revealed excessive adhesive along the needle shaft. Because excessive adhesive was found along the needle shaft, the complaint of the needle safety did not advance is confirmed and was determined to be related to manufacturing due to misapplied adhesive. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported by customer that customer placed a midline in a patient using an ast powerglide. Upon the catheter launching from the needle customer noticed immediately that the needle safety did not deploy. Therefore, customer had an unprotected and exposed needle after performing the procedure. Customer placed the unit in an empty sharps container immediately following the procedure.

Event description:
It was reported by customer that customer placed a midline in a patient using an ast powerglide. Upon the catheter launching from the needle customer noticed immediately that the needle safety did not deploy. Therefore, customer had an unprotected and exposed needle after performing the procedure. Customer placed the unit in an empty sharps container immediately following the procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.